Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pace impedance measurements and loss of capture (loc). An x-ray was obtained and the lead was noted to have a somewhat abnormal appearance in the area of the suture sleeve in addition to some uncertainty whether the lead was fully connected to the device header. As the right ventricular (rv) lead was functioning without issue the physician elected to reprogram the device to rv therapy only and continue following the patient. Despite reprogramming, it was noted that the patient's condition worsened as a result of ineffective biventricular pacing. This system remains in service.